Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there were flickering horizontal lines on the centrifugal control module. The device was not changed out, as they continued to use the unit with no problem. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.